Event description:
End user alleges that end user was leaving a mcdonald's restaurant when the unit accelerated rapidly, the end user turned toward a sidewalk with a curb and when the end user hit the curb the unit tipped over. End user sustained bruises.